Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarm for high o2 concentration. Patient involvement is unknown. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility performs repair and service by themselves. According to information from the user facility¿s biomed department, the o2 sensor was replaced. After replacement, no more high o2 concentration readings have been reported. The o2 sensor was not returned for investigation. No ventilator logs were provided. If the o2 sensor fails, alarms will be generated during both pre-use check and ventilation mode. Since no ventilator logs were provided and the replaced o2 sensor was not returned for investigation, the root cause of the reported event has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).